Event description:
During prostate surgery the surgeon attempted to resect the prostated and the resectoscope cutting loop electrode wire broke. The surgeon attempted to use another resectoscope electrode and the second resetoscope cutting loop electrode wire broke. The surgeon used a third resetoscope electrode and the procedure was completed. There was no consequence to the pt. There was no delay in surgery.